Event description:
Ous MDR - it was reported that the polarity of the atrial lead had been set to unipolar and, unipolar shows an impedance greater than 2500 ohm. The physician reported that during implant he could not push the atrial lead into the header, and the header screw first had to be retracted in the atrial channel. The intraoperatively measured lead values were regular. Therefor, a revision was performed on (B)(6) 2012. The atrial lead was disconnected from the pacemaker and then inspected for any obstructions. No anomalies were found so the atrial lead was reconnected. However, the impedance remained high at 2106 ohm when measured in unipolar. Therefore, a new pacemaker was implanted with an acceptable value of 351 ohm.

Manufacturer narrative:
Ous MDR.